Event description:
During a cataract extraction procedure, surgeon complained he had no aspiration in sculpt mode. Corneal burn was reported by facility. I have made several attempts to acquire more information on condition of patient. It is unknown if any sutures or follow up were needed.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an abbott service technician and the technician was not able to duplicate the reported event. The machine was found to meet amo specifications. The cause of the corneal burn was not able to be determined.